Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose of over 200 mg/dl due to the infusion sets. There was no insulin leakage. Normal blood glucose is 150 mg/dl, and pt delivered boluses through the infusion device to decrease blood glucose. There were some blood stains on the infusion set adhesive, and pt thought the cannulas might have been bent when they were removed. Insertion device was used to insert the headsets. This was an ongoing concern since starting this type of infusion set. No product was requested for eval. Pt will contact her supplier for replacement infusion sets. The pt did not require assistance from a health care professional or second party to address the issue.